Event description:
The customer reported to baxter (B)(6) of an interlink sys non-dehp admin set w/duo-vent spike in which "a leak from the bottom of the filter was observed during priming." There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was received for evaluation without a pouch. Upon visual inspection the sample was found to have a torn membrane. This was likely due to decontamination of the sample. A simulation was performed by injected water mixed with air using a syringe into the millipore filter's outlet port. Results showed that the membrane ruptured and became torn as the molecule might be too big to pass through. Since the membrane is able to block the water from escaping the air vent and no leak is seen when the test was performed, the reported condition cannot be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.